Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited a sudden rise/high impedance, increased sensing integrity counter (sic), and oversensing in which non-sustained ventricular tachycardia showed noise. A fracture of the rv lead was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.